Event description:
The customer reported imprecise prostate-specific antigen (psa) results for multiple patients, on three separate days, involving the unicel dxi 600 access immunoassay system used in conjunction with access hybritech psa assay and calibrator. The customer analyzed the patients' samples in duplicate on one pipettor and calculated both the mean and the percent coefficient of variation (%cv) of the samples prior to reporting the result. The customer stated patient results often did not meet the assay's precision claim of 7%. The imprecise results were not released out of the laboratory. There was no patient impact associated with this event. All system's parameters (qc, calibrations and system checks) were performing within assay/instrument specifications at the time of the event. No system issues were noted. The customer stated the samples were serum and collected offsite. The laboratory received the samples already centrifuged and frozen in an aliquot container. The customer vortexed and re-centrifuged the sample prior to analysis. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of three referencing the event date noted.

Manufacturer narrative:
The field service engineer (fse) performed inspection of instrument in conjunction with a hardware specialist. The fse noted ultrasonics was within specification and confirmed alignments of both pipettors. The fse removed and cleaned precision pump #2 and valve. All system hardware was in normal operation. The fse performed pump performance tests successfully and completed precision run. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Further review of the customer-supplied data indicates all three levels of the assay quality control (qc) had been performing within the laboratory's established ranges for (B)(6) 2013 through (B)(6) 2013. However, the overall %cvs of all levels of qc was greater than the 7% claims as stated in the assay's instructions for use (IFU). It is also noted the customer had performed two 10-replicate precision studies on (B)(6) 2013, in which the customer used two materials as unknowns and the %cvs were calculated. A %cv of 5.9% was obtained in the precision study and a %cv of 8.9% was obtained in the second precision study, which was outside of the precision claims. A calibration curve for hybritech-psa (hyb-psa), performed on (B)(6) 2013, passed with a satisfactory percent coefficient of variation (%cv). The last routine system check provided was performed on (B)(6) 2013 which passed within instrument specifications. A definitive cause of the event is unknown. All related medwatch reports associated with this event: 2122870-2013-00306, 2122870-2013-00307, 2122870-2013-00309.